Event description:
It was reported that during remote follow-up, the patient¿s right ventricular (rv) lead exhibited an increase in defibrillation impedance. No intervention was performed, and the device would continue to be monitored remotely. The patient¿s condition remained stable.